Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, following an issue observed and different tests carried out, the status led of the subject home monitor remains orange. In addition at reception, the dongle wires were found worn.

Event description:
Reportedly, following an issue observed and different tests carried out, the status led of the subject home monitor remains orange. In addition at reception, the dongle wires were found worn.